Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5068 implantable pacing lead 2003 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during the implant procedure, the device failed to capture the left ventricular lead at maximum output. While connected to the analyser, the left ventricular lead had no issues. The lead was rechecked via the analyzer and device two more times with the same result. A new device was used which paced appropriately and with similar thresholds to the analyzer. The device was noted to have been in the company representative's car overnight with temperatures in the mid 30f, but the device had been at room temperature for more than two hours before the procedure began. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure, the device failed to capture the left ventricular lead at maximum output. While connected to the analyzer, the left ventricular lead had no issues. The lead was rechecked via the analyzer and device two more times with the same result. A new device was used which paced appropriately and with similar thresholds to the analyzer. The device was noted to have been in the company representative's car overnight with temperatures in the mid 30f, but the device had been at room temperature for more than two hours before the procedure began. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.